Manufacturer narrative:
Product analysis: report confirmed. Evaluation determined that the distal tip of the tool is broken/ fractured off. The likely cause was identified as it either had failed bearings or had too much force applied while being used, causing the tip of the tool to break off. There are some discoloration/ rust spots on tool, likely from other foreign chemicals getting on it. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during craniotomy procedure there was continuous damage to the bar of the device. No patient impact was reported.